Manufacturer narrative:
This report is being supplemented to correct information provided in the initial report.

Manufacturer narrative:
Further evaluation of the device could not confirm the customer¿s reported leak but found that the up/down/left/right bending angulation was out of specification due to wear of the angle wires. Additionally, the nozzle was missing. Due to deterioration, the adhesive on the bending rubber had detached. The connecting tube had a wrinkle. The light guide cover lens had corrosion. The grip and universal cord had scratches, and the distal end cover had a dent. Due to the missing nozzle, the water removal inspection could not be performed. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported a leak from the control body of the subject device, and low angulation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Although customer follows correct reprocessing procedure usually as per omsi training/ IFU, however device could not be reprocessed (including brushing) and stopped midway due to k-wire broken. Therefore, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.